Event description:
During an incident in 02 involving a patient with chest pains, this defibrillator was used with monitoring pads to monitor and after approximately 15 to 20 minutes the screen went blank with an audible steady beep and 2 lines across the screen. A different battery was used with the same result. The patient was delivered to the ER with chest pains. They tried the defib with 3 more batteries when they returned to the rescue squad and the same 2 lines and steady beep were present.